Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was pacing in the middle of the qrs complex, probably inappropriate anti-tachycardia pacing (atp). It was also reported that the right atrial (ra) lead exhibited possible, occasional under-sensing. Both the ipg and the ra lead remain in use. No patient complications have been reported as a result of this event.